Event description:
This report is to advise of an event observed during analysis revealing exposed and frayed wires of the power extension cable. The patient electronics system was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. One cardiomems patient electronic system was received for evaluation. External and internal visual inspections of unit revealed exposed wires of the power extension cable. Due to exposed wiring of the power extension cable, the pes was uncappable of powering on. In result, a golden power extension cable was used to replace the damaged cable and then was able to power on. All returned power accessories except the defected cable were able to be used for further testing and evaluation without any power malfunctions and/or any additional complications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.